Event description:
It was reported that the customer's insulin pump was cracked on the top of the reservoir compartment going down to where the o ring is located. The customer's blood glucose value was unknown. The customer was advised to discontinue use of the pump and revert to a back-up plan. Nothing further was reported.

Manufacturer narrative:
The insulin pump was received with a cracked case at a display window corner, cracked battery tube threads, a cracked reservoir tube, broken reservoir tube lip, and minor scratches on the display window.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.